Event description:
Customer reported that there is a tear located at the foot end of the canopy and that the quick release buckle located near the zipper needs to be replaced. There was no patient incident or injury reported.

Manufacturer narrative:
Results - inspection of the returned product revealed that the patient access panel side head is missing the quick release buckle. Additionally the panel side foot has 2 inches of broken stitches on the leg and 1 inch broken stitches on the top cap. Panel side right mattress envelope is delaminated on the bottom side. Note: posey instructions for use warning: make sure quick-release buckles are securely fastened on all four (4) access panels on the posey bed before leaving the patient's bedside. A failure to do so could result in serious injury or death from a fall or unassisted bed exit. Never use the bed if any of the four (4) quick-release buckles are missing or damaged and do not close securely. (B)(4).